Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: a1: patient ID reported as (B)(6). D4: UDI: as the catalog/model number was not provided, (01) gtin is not available.

Event description:
Study no: (B)(6) subject ID: (B)(6). Clinical adverse event received for increased lumbar radicular pain device and procedure (relatedness) device related: not related procedure related: possible date of event: 23 feb 2023 date of implant: (B)(6) 2022 date of revision: no intervention provided operative location: lumbar levels treated: l2-l3:no,l3-l4:yes,l4-l5:yes,l5-s1:no. Treatment/impact: injected medication: yes specify: epidural steroid injections to l1-2 oral/topical medication: yes specify: cyclobenzaprine and gabapentin outcome: recovered/resolved with sequelae end date: (B)(6) 2024.